Manufacturer narrative:
H2, h3, h6) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, lot #: 25167526, ubd: unknown, UDI#: unknown. The 9735795 monitor was returned to the manufacturer for evaluation. The manufacturer representative (rep) was unable to duplicate reported problem. Touch worked on the whole monitor. Sound was normal and the monitor displayed a good image. Codes c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor had a crack on it. No patient was present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, serial/lot #: (B)(6), product ID: 9735765, serial/lot #: (B)(6), h6) a manufacturer representative went to the site to test the navigation system. It was reported that the monitor was found cracked. The monitor and monitor power cable were replaced. The 9735795 monitor was returned to the manufacturer for evaluation. The returned monitor had an impact mark on the left side with a corresponding crack. Despite the physical damage, touch functionality was fully operational across the entire screen, including the cracked areas. Audio output was normal, and the display remained clear and stable. The 9735765 cable was returned to the manufacturer for evaluation. The returned cable was completely severed and cut in half. It was unusable. It was confirmed with the analyst that the cable did have raw and/or exposed wires due to it being severed. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.